Event description:
Dr (B)(6) removed a 40mm metal head that was on a tmzf stem and a 40mm liner in a 50mm psl cup he replaced with a universal biolox 36mm head and v-40 sleeve along with a 36mm x3 liner. Patient complained of pain. Dr (B)(6). Stated the co ion levels were 8.3.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tmzf hip stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.